Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation and kink were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the attempt to straighten the kink contributed to the shaft separating. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. A conclusive cause for the reported failure to advance could not be determined; however, the reported kink appear to be related to circumstances of the procedure. The reported shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during advancement, resistance was noted. It is not known what the resistance was with, and the 2.25x8 mm nc trek balloon dilatation catheter (bdc) bent and kinked. When it was attempted to straighten the bdc, the device separated proximally, outside the anatomy. The separated portion was simply withdrawn. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.